Event description:
C-cc-CT - contamination; it was reported that ahair was observed in the kit tray. Another kit was used.

Manufacturer narrative:
Customer report was confirmed. There was a hair inside the package. The tray and pouch have been opened prior to receiving for evaluation.

Manufacturer narrative:
Customer report was confirmed. There was a hair inside the package. The tray and pouch have been opened prior to receiving for evaluation.